Event description:
It was reported that during a procedure the bur guard cracked near the opening. There were no adverse consequences, injuries, or delays in completing the case.

Manufacturer narrative:
The device was discarded at the user facility and is not available for eval. If the quality investigations reveal info that should be submitted, a f/u report will be filed.